Manufacturer narrative:
(B)(4).

Event description:
A valiant thoracic stent graft system was selected and opened for the endovascular treatment of a 300 mm length dissection of the thoracic aorta. The device was not used in the patient. It was reported that while the device was being prepared on the sterile table, it was not possible to flush the side port. The product was exchanged for another valiant captivia for completion of the case. No clinical sequelae were reported and the patient is fine. The device was returned was returned slightly bloodied with the stent graft partially deployed (bare stent deployed). Upon inspection of the delivery system, the side port extension tubing was missing. On closer inspection, it appeared the tubing was cut with a blade/scalpel in the region of the barbed adaptor and a potential occlusion was seen within the barbed adaptor. The graft cover was retracted 12 mm, fully exposing the bare spring, which was released from the tip capture mechanism. The external slider was 20 mm from the front grip and the tip capture release handle was retracted 7 mm. The movement in the handles, leading to the retraction in the graft cover and release of the bare spring, may have been due to being returned loose within the box. The rest of the device was unremarkable. A pin gauge was attempted to be passed through the ID of the barbed adaptor; however, an obstruction was immediately met. The barb adaptor was removed from the delivery system and the ID in the region of the thread was also inspected. No obvious occlusion was noted from the threaded side of the barbed adaptor. A pin gage was inserted through the threaded side and the same occlusion within the tip of the barb was met; the occlusion was approximately 1-2 mm in length. Microscopic images revealed that the material occluding the barbed adaptor was semi-transparent and glossy. The root cause of the event was most likely due to excessive glue being applied during manufacturing, which led to the obstruction within the barbed adaptor.